Event description:
Correspondence received by aci on (B)(4) 2011 from a legal representative reported that a (B)(6) female patient weighing (B)(6) and height (B)(6) with a history of morbid obesity, type 2 diabetes, angina, paroxysmal nocturnal dyspnea, nocturnal angina symptoms, heart palpitations, and an abnormal myocardial perfusion stress test with what appeared to be mild ischemia of the anterior wall underwent a left/right heart catheterization procedure on (B)(6) 2010. Additionally, at the time of procedure, the patient had metabolic syndrome, angina pectoris symptomatology, and left-sided heart failure symptoms. The patient was given versed and fentanyl intravenously for sedation. One percent lidocaine was used to anesthetize the right groin prior to access. An 18-gauge needle was used to access the right femoral artery and veins. Post procedure, it was reported in the operative report that the anatomy was felt to be suitable for a mynx vascular closure device. It was also reported in the operative report that the device was deployed with "excellent hemostasis." The venous sheath was removed and pressure was held at the site until hemostasis was achieved. Reportedly, the patient tolerated the procedure well and there were no procedural complications or equipment malfunction. The patient was ambulated and discharged per hospital protocol that same day. It was reported that sometime post procedure (exact timeframe unknown), the patient developed hypotension, diaphoresis, weakness and abdominal and groin pain. On (B)(6) 2010, the patient was emergently air-lifted to another facility where a CT scan confirmed a large retroperitoneal hematoma and active bleeding from the puncture site. The right femoral artery was surgically repaired and the retroperitoneal hematoma was evacuated. The patient was transferred to recovery in stable condition. The patient was discharged to home on (B)(6) 2010 with no further clinical sequela. On (B)(6) 2010, the patient presented to the doctor's office complaining of discomfort walking and was placed on physical therapy. The patient's blood pressure was 134/79 and her pulse was 107 bpm. The physician was concerned that her elevated pulse may be related to a tumor and recommended further tests. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1009702) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.